Event description:
The facility representative reported a fail code 703 during patient use. The hospital representative stated that there were no reports of patient injury or medical intervention. No add'l info is available.